Manufacturer narrative:
The explanted device was returned for analysis. The evaluation is not complete. Approximate age of device - 3 years and 7 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with a return of heart failure symptoms and suspicion of an outflow graft (ofg) occlusion. The patient was admitted and a pump exchange was performed on (B)(6) 2016.

Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the report of a suspected outflow graft occlusion could not be conclusively determined. The pump was returned assembled with the percutaneous lead (lead) severed approximately 11 inches from the pump housing and the severed portion of lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port; however, the flex section had been cut in half prior to return. The apical sewing ring was not present on the inlet extension. The lumen of the inlet tube revealed a biological lining adhered to the proximal opening. The deposition did not appear to obstruct the flow of blood through the pump and a correlation to the reported events could not be determined. The interior of the two portions of the knitted graft revealed no depositions. The silicone sleeve over the graft conduit was properly secured to the proximal and distal graft attachments. The lumen of the inlet elbow revealed no depositions. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was returned unattached from the graft attachment and an extra portion of bend relief was also returned. Both portions were free from distortion. An unattached bend relief collar also returned. The lumen of the graft conduit revealed no depositions. The outflow elbow was returned attached to the pump outlet port. The lumen of the outflow elbow revealed no depositions. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.